Manufacturer narrative:
(B)(4). The device was manufactured in march, 2012. The device was returned for evaluation. An electrical safety test and functional testing were performed with no problems noted. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. A review of the event history log was performed and identified the following alarms: drain not finished, check patient line, fill not finished, check lines and bags, and check heater line. The alarm that occurred most often was fill not finished, and its cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecific alarm occurred during peritoneal dialysis therapy on the homechoice machine. The technical service representative arranged for the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.